Event description:
Caller alleged discrepant results with the inratio meter. Results as follows: date: (B)(6) 2012, inratio inr: 5.8 and 1.4. The pt reported that hands were cold. The time between testing was 5 minutes. It was reported that the finger was ¿milked¿ after the finger stick. Therapeutic range 2.0-3.0 for patient. There was no reported adverse patient sequela. There was no add¿l info provided.

Manufacturer narrative:
Investigation pending.